Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc. From november 2012 thru 10/31/2014 medwatch reports related to complaints of this product were submitted under registration. As this registration number is no longer valid, reports related to complaints of this product will be submitted under registration. Additional info will be provided upon conclusion of the investigation.

Event description:
(B)(4).